Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that while the surgeon was loading a 13.2mm vicm5_13.2; -9.50 diopter implantable collamer lens; the lens had tore. It was noted the damage occurred while loading the lens into the injector. This occurred on (B)(6) 2022. On this same date a replacement lens was implanted and the problem was resolved. The cause of the event was reported as unknown.